Event description:
A wilson-cook percutaneous gastrostomy feeding tube was placed. After placement, tearing of stomach at the incision site was observed, resulting in emergency surgery. The tearing lead to free air, peritonitis, and a surgical repair. The pt was reported to be in stable condition.